Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a suspected conductor fracture. A new lead was implanted. No additional adverse patient effects were reported.